Event description:
According to the available information the inflatable penile prosthesis was implanted on (B)(6) 2020 and removed/replaced on (B)(6) 2020 due to infection. Additional information received indicated: ¿tubing was coming out of scrotum so the physician decided to explant and replace with malleable to hold place and allow infection to heal.¿ the device was not received for evaluation as the device was discarded. As examination of the device may not conclusively confirm or disprove the report of infection quality accepts the physician¿s observations as to the reason for surgical intervention.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, tubing was coming out of scrotum so the physician decided to explant and replace with malleable to hold place and allow infection to heal. The device was removed/replaced.